Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the proximal diagonal branch. A guideliner was also used. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated with a non-medtronic cutting balloon and several balloons. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the device failed to cross the lesion and when removed it was noted to be deformed. Another resolute onyx stent was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Evaluation summary the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th and 10th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.